Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service center report: the service technician was unable to duplicate transducer fault on model lap top ventilator 950. The service technician replaced analog board and returned ventilator to customer. Analog board was sent to carefusion for further investigation. Results of investigation: carefusion service technician was unable to duplicate transducer faults. During initial bench test and calibration test, found analog board passed calibration test and was working normally in specification with all testing setting results without producing any hw fault. Also found the golden testing ventilator with the analog board passed a 4 hours duration test and did not produce any unusual alarms of hw fault or error conditions. Visual inspection does not reveal any anomalies.

Event description:
The customer reported model lap top ventilator 950 alarmed transducer fault (xdcr) while connected to a patient. Upon further investigation, the customer stated there was no allegation of patient harm or injury. Unknown if intervention was needed to prevent injury.